Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The separation was able to be confirmed. The foot retraction problem was unable to be replicated in a testing environment due to the condition of the returned device. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of initial medwatch report additional information was received: returned device analysis revealed that one of the guide halves was separated (not returned). The physician was contacted and confirmed that the portion if the detached (missing) guide tube was completely removed from the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the second proglide device could not be removed; the proglide foot plate would not close. A cut down was performed to remove the proglide device and the suture of the first proglide device. The evar procedure was completed and hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgical cut down. It was reported that the physicians are trained in the use of the proglide device and established in the preclose technique. No additional information was provided.